Manufacturer narrative:
The suspect device was not returned for evaluation. Based on the photographs provided by the account the complaint is confirmed. A root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angiogram the catheter hub and strain relief detached from the catheter within the patient. The physician had acquired retrograde arterial access and was reinserting the catheter over a guidewire for a final selective abdominal angiogram when the catheter detached from the hub and strain relief. The physician successfully retrieved the remaining catheter from the patient with a vascular snare device.